Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the solenoid valve failure and abnormal data displayed on the subject device due to a wear problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a failure of the solenoid valve. Additionally, there was abnormal data displayed on the subject device. There was no patient involvement.